Event description:
It was reported that the fiber broke in the middle of a photoselective vaporization of the prostate procedure. There is no indication of patient outcome or how the procedure was completed.